Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient called regarding two meal announcements that were only partially delivered. The ilet showed no new alerts, including in the history. The patient noted an occlusion earlier in the morning but reported no subsequent issues. The continuous glucose monitoring (cgm) remained connected. The patient mentioned that when attempting a third meal announcement, the pump displayed: ¿temporarily unavailable, please try again in 5 minutes.¿ the agent had the patient restart the pump. At the time of the call, the patient's (bg) was 209 mg/dl, not excessively high despite partial bolus delivery. The agent advised the patient to monitor bg and call back if bg remained elevated or if new alerts occurred. The patient understood and agreed. No symptoms were reported during the event, and no medical intervention required at the time of call.